Manufacturer narrative:
Unique identifier (UDI) #: (B)(4). This event occurred in (B)(6). The calibration and qc were acceptable. A general reagent problem can be excluded. The alarm trace showed sample short, detergent short, and abnormal probe sucking alarms occurred on the day of the event. The investigation is ongoing.

Event description:
The initial reporter received questionable trigl triglycerides results for 1 patient sample on a cobas 6000 c (501) module. The initial result was 499 mg/dl. This result was reported to the patient and the patient claimed the result was not in accordance with the clinical status of the patient. Therefore, the customer decided to rerun the sample. On (B)(6) 2021, the sample was repeated on another c501 analyzer and the repeated result was 70 mg/dl. The sample was repeated on the same analyzer the initial result was performed on and the result was 70 mg/dl. The repeated results were considered to be correct. A new sample was drawn on (B)(6) 2021 and the result was 73 mg/dl. The reagent lot number is 520418 with an expiration date of 31-dec-2021.

Manufacturer narrative:
The provided pre-analytical data does not show a general issue. The investigation did not identify a product problem. The cause of the event could not be determined.